Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was discovered that during an elective ipg replacement surgery the leads had migrated. As a result, the leads were explanted and replaced on (B)(6) 2019. Postoperative, the patient has effective therapy.

Manufacturer narrative:
Correction: added the regulatory reference number that was inadvertently omitted in initial report submitted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Reference regulatory number:1627487-2019-10241).